Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reports were not generating. A technical support specialist (tss) confirmed that the service account password had been updated by the hospital information technology team. The new password was updated in the pyxis es environment. Verification was completed with the pharmacy, and it was confirmed that all services were back online and functioning as expected. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was unable to generate any new or saved reports. The customer was unable to generate a list of medications that were out of stock and/or needed to be refilled across all machines. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.